Event description:
The conformis rep indicated revision surgery was warranted for this patient. Numerous replacement components were ordered. The original surgery date was (B)(6) 2023. The revision surgery date was (B)(6) 2023. The serial number entered into ncmr database with no returns. This indicates the device was designed and manufactured to specifications. The implants were sterilized via eo on (B)(6) 2023 with no issues. On (B)(6) 2023, the conformis rep indicated that the reason for the revision surgery is infection of unknown cause.